Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
When did it occur? : before use hypodermic needle injury: no other treatment: no were the returned items used? No returned quantity: 1 timeline of the event: the patient reported that the solution did not come out even using 320559. Because the actual item is unavailable (it has already been discarded), they agreed to hold on to it for us if the same event occurs again. Batch #: unknown.